Event description:
It was reported that an indigo high speed otologic drill was ¿overheating¿. There was no patient impact or injury reported as a resu lt of this event.

Manufacturer narrative:
(B)(4): in response to medtronic¿s request for device return, the device was received for evaluation and repair (detailed as follows): analysis found the motor in good condition, however the collet ran hot within 2 minutes at 120 degrees f and the temperature exceeded the maximum of 106 degrees f (t ambient 79 f + max temp rise 27 f). The collet assembly was replaced as a result; the device was tested and passed all manufacturing specifications. Method: test for high temperature conditions. (B)(4).

Manufacturer narrative:
Additional information was received on october 28, 2014. Upon follow-up, additional information was received from medtronic¿s service and repair (detailed as follows): although the collet did run hot within 2 minutes, it was confirmed that the unit did not run hot within a minute. The result of temperature testing after 1 minute was 112 degrees f with the t ambient recorded at 80 degrees f.